Event description:
It was reported that EKG was not working in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate and the stm reported that the ECG leads used at the time of the reported issue were not available to be tested. A different set from the customer were used for all testing. The stm was able to trigger on all signals (ECG and pressure) along with external trigger using both a trainer and a patient simulator. The stm was not able to duplicate the reported issue. In addition the stm found the ECG gain value to be on the low side of the specification and adjusted it up to better meet the specification. A completed full system test (calibration, functionality, and safety tests) was performed, all tests passed to factory specifications. The iabp was returned to the customer and released for clinical use. The customer was advised to get a new set of leads to stay with this pump.

Event description:
It was reported that EKG was not working in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.